Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the device was not returned for evaluation and no x-rays were provided. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The instruction for use was found to describe correct stent deployment procedure, in particular the instruction for use states: "confirm that the introducer sheath is secure and will not move during deployment (...) Firmly hold the black system stability sheath throughout deployment. (...) Do not hold the silver stent delivery sheath (...) Do not constrict the stent delivery sheath during stent deployment." Regarding preparation the instruction for use states: "predilation of the lesion should be performed using standard techniques." And "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...)." Regarding post dilation it is stated: "post stent expansion with a pta catheter is recommended." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, when releasing the stent inside the patient's vessel, the stent was allegedly twisted in three places, blocking the vessel lumen. Reportedly, due to the incident, the procedure was extended by over an hour and required to place an additional stent to open the vessel lumen. The current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure, when releasing the stent inside the patient's vessel, the stent was allegedly twisted in three places, blocking the vessel lumen. Reportedly, due to the incident, the procedure was extended by over an hour and required to place an additional stent to open the vessel lumen. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.